Manufacturer narrative:
The agent reported patient had dislocated post-operatively. Complaint has been evaluated and is similar to report number 1644408-2021-01061; 412-02-048, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient had dislocated post-operatively.